Manufacturer narrative:
Product complaint # (B)(4). Follow up has been conducted for information on reporter but no information has been made available at the date and time of this report. Investigation summary: as there was no reported failure, no confirmation of failure could occur but upon physical review of the instrument a determined extractor shaft is worn out. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Instrument was reported for unknown reason. Product was received and then investigated.